Event description:
This is an initial and final report. The following report was received from a clinical study: at six month follow-up, the patient experienced stable angina class iii. A coronary angiography confirmed focal in-stent restenosis at the target lesion. The restenosis was treated with coronary artery bypass graft (CABG).

Manufacturer narrative:
A female experienced in-stent restenosis six months after receiving a cypher stent. This report originated from the study. The event involves a female with a medical history including coronary artery disease (cad), previous non-q wave myocardial infarction (mi), and unstable angina. Medications at baseline included aspirin, nitrates, ace-inhibitors, and beta-blockers. Intra-procedure medications included heparin and aspirin. Act's were not reported. The indication for the percutaneous coronary intervention (pci) is unknown; angiogram revealed a lesion at the bifurcation of the left anterior descending (lad) and the first diagonal (d1). The lad was described as 79% stenotic, de novo, moderately calcified, and eccentric lesion. Lesion length was 9mm. The d1 was a 58% stenotic, de novo, moderately calcified, eccentric, ostial, and moderately angulated lesion. Lesion length was 4mm. The safety and effectiveness of the cypher stent has not been established in this type of vessels and/or lesions. The lad was treated with pre-dilation before implantation of a cypher (3.5x18) at 14atm using a kissing balloon technique. The d1 was treated with plain old balloon angioplasty (poba) using kissing balloon technique. Timi flow pre and post procedure was three for both lesions treated. Ivus was not conducted. The distal right coronary artery (rca) was also treated during this procedure. Details of rca treatment are unknown. The procedure was completed without any report of patient injury. Six months post the index procedure; the patient experienced stable angina. The angiogram revealed 83% focal in-stent restenosis with no evidence of a thrombus. 55% slide branch restenosis was noted with no evidence of a thrombus. Revascularization was conducted. Seven months post the index procedure; the patient underwent an elective coronary artery bypass graft. The indication was a positive diagnostic test and angiographic stenosis of the proximal lad, d1, and proximal rca. The product remains implanted in the patient thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: restenosis is a known potential adverse even post coronary stenting associated with the progression of cardiovascular disease. There are patient and vessel factors that may have contributed to this event. There is no indication the event is design or manufacturing related. Please not: device is distributed outside the united states. However, it is similar to the united states product. Additional information will be submitted within 30 days of receipt.